Event description:
During the procedure the gdc 10-2d 2-diameter synerg detection circuit detached prematurely. There was no abnormal manipulation or extreme movement with the device prior to the premature detachment. There were no complications with the patient during this event.